Event description:
It was reported that patient was not being able to make adjustment both with or without antenna attached. It was also noted that patient previous programmer did not also communicate. The patient was directed to health care provider and was reviewed as possible implantable neurostimulator depletion. It was noted that patient was not feeling stimulation and was experiencing excruciating pain. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00bam, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient reported she had surgery because the device stopped working and her pain returned, and she had the device replaced. Patient states her device had helped her with her pain. The ins was removed in (B)(6) of 2015 and replaced at end of (B)(6) 2015. No further complications were reported or are anticipated.